Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxh 800 coulter cellular analysis system shut down the computer and analyzer while running samples and smoke came out of the back of the instrument. The customer removed the electrical plug from the surge protector and plugged it directly into the wall to rule out a defective surge protector after the instrument shut down. No patient results were affected. There was no fire, sparks or arching, and the fire department was not summoned. There was no direct contact with the smoke generated by the instrument, and no medical attention was required by any operators. The msds was not reviewed, but there is an exposure control plan at the facility. The field service engineer (fse) found that the power supply module was the cause of the problem. The fse replaced the power supply module. The reason for the power supply failure is unknown.

Manufacturer narrative:
(B)(4).